Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient and their spouse that patient was rushed to the emergency room when the implantable pulse generator (ipg) "went bad and stopped working" the device was explanted and replaced. No patient complications have been reported as a result of this event.